Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound probe kinked. The issue was discovered during reprocessing. There was no patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d6, d7a, d8, d9, d10, e1, e4, h3, h6, h8 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the ultrasonic medium leaked from the root of connecting tube. Based on the results of the investigation, it is likely the following led to the malfunction: an impact was applied to the distal sheath during operation which prevented the internal blade (flexible shaft) from operating normally, causing the insertion sheath to become entangled and twisted. Ultrasonic medium leaked because the sheath could not maintain its airtightness due to kinking of the sheath in the insertion section. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.